Event description:
A lead extraction procedure commenced to remove an ra and rv lead due to non function. (B)(6) lead locking devices (llds) were inserted into the leads to provide traction. Beginning with a cook medical 11f shortie rl controlled- rotation dilator sheath on the rv lead, then switching to a cook medical 13f evolution, the evolution cut into the rv lead and lld cables, impacting the lead's integrity. Then, devices switched to a (B)(6) 16f glidelight laer sheath and (B)(6) visisheath dilator sheath for use on the ra lead, which was successfully extracted. Switching back to the rv lead with the glidelight and visisheath, the rv lead broke at the area at the lead's proximal coil (where it had been cut) and the lld came out of the lead in its entirety. Due to the loss of traction from the lld, an 18f sheath was inserted in the groin, and alligator forceps were used to grasp the rv lead remnant. While pulling the lead down and out through the groin, the rv lead snapped at the proximal part of the lead's distal coil, leaving a small remnant. After subsequent attempts to remove the remnant from the groin were unsuccessful, an 18f sheath was inserted into the internal jugular (ij), and alligator forceps were again used. Upon one of the attempts to grab the rv lead remnant and pull it up through the sheath, the patient's blood pressure dropped. A pericardiocentesis was performed and a new rv lead was implanted. However, the patient's blood pressure dropped again and a sternotomy was performed, discovering a linear laceration across the ra/rv. The patient was placed on bypass, the repair was completed, and the patient survived. However, on (B)(6) 2024, the day after the procedure, the patient passed away. The physician believed the rv lead's distal coil had grown into the rv, which tore when the lead was pulled with the forceps. (B)(6) is not the manufacturer nor importer of the alligator forceps. The manufacturer of the alligator forceps is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).